Event description:
Distal radius fracture. It was reported that the surgeon was attempting to seat the plate when one of the screws stripped the threads on the plate. The screw went through the plate and another of the screws would not lock. All parts were retrieved. The patient was successfully implanted with a competitors plate. Event #1 of 2 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation, visual inspection report stated that the thread flanks at all four sides of one hole are completely flattened and there is a burr at the bottom of this hole. The design evaluation concluded that the relevant dimensions can not be verified anymore because of the damage. Therefore this complaint is indeterminate from a manufacturing standpoint. Its clearly visible that the anodization layer is worn away at the damaged hole. This and the burr at the bottom of the hole are an indication that the damage was caused post-manufacturing, possibly during pre-drilling. A function test was performed and at all other locking holes it was possible to lock a locking screw.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.